Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported concern with the pump. Preliminary evaluation found a spot on the display. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.